Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirms the screw is completely broke and there is a crack diagonally along the length of the screw. The screw was received in multiple fragments. There are tissue debris and stains on the anchor. The threads of the screw were examined, and it was found to be distressed, which indicates that the failure happened during insertion. No other anomalies were found with the screw. The returned inserter was examined for any anomaly and none was found that would have contributed to the reported failure. This type of anchor breakage at its distal tip is consistent with historical investigations in which it was determined that the root cause was likely a combination of torque and bending, a user technique issue. Other than this possibility, we cannot discern a root cause for this failure. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without an incident. Therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one other dissimilar complaint for this lot of (B)(4) devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No nonconformances were identified for this part-lot number combination. Review conducted per (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. UDI: (B)(4).

Event description:
It was reported that during arcr the thread part of the device broke like being wrenched during insertion after using an awl as usual. The surgeon suspected the hard bone might have caused this incident. It was also reported that no broken piece was left in the patient¿s body. There was no surgical delay or harm to the patient. The backup device was used to complete the case.